Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during use, a mirage 0.008 microguidewire was observed to be kinked and broken. The doctor found the wire kinked and broken while introducing the wire in the internal carotid artery (ica) with marathon. When trying to push the wire distal towards the ica and wire got coiled in ica and not moving further so took out the wire from the marathon and saw that wire was broken from the distal part and kinked as well as. The product was replaced with another mirage from the same lot to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).